Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 300 mg/dl and 400 mg/dl range. The patient changed her entire set and her blood glucose decreased to 250 mg/dl. Troubleshooting was declined. No products were returned or replaced.